Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device system was explanted due to an infection. It was also reported that the patient suffered a pulmonary embolism, had lead vegetation, and was septic. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.